Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies could be attributed to lag between the sg and bg inherent to the sensing technology. As a proactive troubleshooting measure, customer care recommended a sensor-relink to allow the system to reinitialize and correct any potential calibration misalignment. However, the user declined to perform the sensor re-link at that time and preferred to evaluate the option with their hcp. The user was advised to contact support if additional concerns arise. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.